Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient underwent revision of spinal cord stimulator (scs) system, including ins and pocket and lead revision (B)(6) 2019. The ins was placed closer to the skin surface and was thus easier to charge. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient had lead migration inferiorly and had charging difficulties, which is why they had the system revision. The patient noted their stimulation had changed and they had a loss of response. This was unintentional lead migration and there was no trauma, accident, or injury that precipitated this.